Manufacturer narrative:
(B)(4).

Event description:
Device was returned for evaluation. Device went through exterior visual inspection and passed. Voltage test was performed and passed. Pairing test with (B)(4) bluetooth device was performed and passed. Transmitter final function was performed and passed. Data review was performed and failed found loss of connection. The allegation was confirmed. Probable cause is no communication gap in data logs.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/28/2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. The reported issue was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional event or patient information is available.